Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly during a device upgrade procedure. The lead was capped and replaced. The patient was noted to be doing very well since the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.